Manufacturer narrative:
The autopulse li-ion battery (sn (B)(6)) involved in the reported complaint was not returned to zoll san jose for investigation because of the extensive damage. However, the reported complaint of the battery was damaged with two penetrating holes during the charging attempt, and smoke blackened the left bay of the autopulse multi-chemistry battery charger (mcc) (sn (B)(6)) was confirmed based on the returned mcc and the battery pictures provided by zoll china. The potential root cause of the reported complaint could be the aging battery (4.7 years old) sustained damage (impact) at some point and began malfunctioning, causing the cells to overheat and get damaged.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that after 30 minutes of placing the autopulse li-ion battery (sn (B)(6)) into the autopulse multi-chemistry battery charger (mcc) (sn (B)(6)) for charging, the battery was damaged with two penetrating holes. The battery's status leds showed no lights. Smoke blackened the left bay of the mcc. Besides smoke traces, the mcc had no damage and functioned as intended. No patient involvement.